Manufacturer narrative:
(B)(4). Batch # r92w3l. Investigation summary: the handpiece was received with the nose cone cracked. No functional testing could be done due to the condition of the returned device. No communication issues were noted as reported. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
During an unknown procedure, the device was not recognized by the generator. No patient consequence reported. Spare one used to complete the procedure.